Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received for analysis. The complaint was confirmed. When the device was turned on there was no water circulation. The cause was faulty water pump. The pump was replaced to correct the problem and the device passed functional testing after the repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the "temperature was below 65 degrees". There was unknown patient involvement reported, and no additional information can be provided.